Manufacturer narrative:
(B)(4). Date of event: only event year known: 2020. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished lot device number, and no non-conformances were identified. Additional information was requested, and the following was obtained: could you please clarify if both devices presented the same issue? Did reload was unable to be fire or if would not staple? If device staple, were the staples formed properly? Could you please clarify how long was the delay (hours/minutes)? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event or procedure being prolonged? Answer = no further information available.

Event description:
It was reported that during a bilateral reduction mastoplasty procedure, the staples remained attached to the stapler, they do not come out correctly and therefore the device was unusable during the procedure. Delay in surgery.